Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/04/2019. Evaluation: an opened box with twenty-nine unopened samples were returned for evaluation. The issue sample was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package/during passage through tissue / during tying / post-op)? Suture broke mostly while tying but also happened while passing through tissue. What was used to complete the procedure? Surgeon opened new sutures from same lots till he was finished. In relation to needle, what is the approximate location of suture breakage? Surgeon didn't say . Did the suture separate completely - yes. What tissue was being approximated or sutured when it broke - top layer of skin.

Event description:
It was that a patient underwent a breast augmentation procedure on (B)(6) 2018, and suture was used. During the procedure, the suture broke while stitching the top layer of skin closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.